Manufacturer narrative:
Device lot history information was not provided by the physician, therefore, an investigation could not be conducted. Not returned for evaluation.

Event description:
The doctor stated that during the patient's post op visit he was removing a tls surgical drain and the drain broke. The doctor reported that he had to open up the wound and retrieve the drain.